Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) lead, which led to pacing inhibition with a duration below 2 seconds. No additional adverse patient effects were reported. This system remains in service.